Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited increased defibrillation impedance. Decreased sensing was also observed. High voltage therapy was previously disabled on the patient's implantable cardioverter defibrillator due to comfort measures. No intervention was reported. The patient is stable regarding our products and procedures.